Manufacturer narrative:
Device not returned.

Event description:
The customer reported they cannot hear the audio alarms, but able to see the alarm going off and the system is stating no alarm is available. The device was in use on a patient. There was no report of patient or user harm. Visual inspection found the speaker cable was disconnected from the pc. Based on the information available and the testing conducted, the cause of the reported problem was due to the speaker cable being disconnected from the pc. The reported problem was confirmed. The device was operational after the speaker cable was connected.